Manufacturer narrative:
Correction: b3 and b5 - incorrect event date and culture results were inadvertently provided on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. There were no obvious deviations in reprocessing. Growth of microorganisms were found through culture testing by the user after reprocessing; however, the reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the colonovideoscope tested positive for 10-100 colony forming units (cfus) of pseudomonas aeruginosa. The scope was reprocessed and retested again on and no growth was observed after 7 days. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
It was reported that during reprocessing, the colonovideoscope tested positive for 10-100 colony forming units (cfus) of klebsiella oxytoca, 10-100 cfu of raoultella ornithinolytica, greater than 10 cfu of pseudomonas aeruginosa and greater than 10 cfu of enterobacter cloacae complex. The scope was retested 3 days later and was positive for 10-100 cfu of klebsiella pneumoniae, greater than 10 cfu of escherichia coli and greater than 10 cfu of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation is ongoing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.